Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced a low blood glucose (bg); cause was not known. Customer's blood glucose (bg) level was "low", a specific bg value was not provided. Customer consumed carbohydrates to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.